Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach handle no longer locks the trial broach into the handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Broach handle no longer locks the trial broach into the handle. Examination of the returned device confirms the report. The instrument has been damaged from use over it's time in service of almost ten years. The leaf spring is bent. The finish is heavily damaged. There are indications from improper impaction need the top of the foot and on the handle. Other reports are found against the product code with the root cause finding of misuse and/or wear out. Product error is not considered a contributing factor. Corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.